Event description:
It was reported that during a routine check, oversensing was discovered in the device memory, which led to a stimulation interruption. The interruption was temporary and suspected to be a result of an incipient insulation failure. It addition, motion dependent oversensing was observed. A right ventricular (rv) lead fracture was suspected. The physician decided to deactivate the rv lead and stimulate the patient with left ventricular lead only. The rv lead remains in-situ. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dtmc2d1 (serial: (B)(6)); product type: 0236-crt-d; implant date (B)(6) 2022 product ID 407658 (serial: (B)(6)); product type: 0270-lead-lv-pace; implant date (B)(6) 2009 product ID 4196 (serial: unknown); product type: 0269-lead-lv-lh; implant date (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.